Event description:
Per the clinic, open circuits were noted on 14 electrodes and high impedances were observed since the patient ceased use of the external sound processor. The patient reportedly was only able to hear beeping sounds and also experienced subsequent loss of connection to the internal device. Subsequently, the device was explanted and the patient was reimplanted with a new device on (B)(6) 2026.